Event description:
It was reported that the device detached in the patient. Event summary: a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation (tavi) procedure. An introducer sheath was placed into the radial artery and the sentinel cps was advanced and positioned. Following deployment of the filters the tavi procedure was continued and successfully completed. While retrieving and removing the sentinel cps the distal portion of the device detached and remained in the patient. The patient was brought to vascular surgery to remove the part of the device that became detached. The surgery was successful and the detached component was removed from the patient. There were no patient complications or consequences that were reported to have occurred.